Event description:
A trilogy 100 was returned for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During the evaluation the device's handle was found to be damaged and replaced. There were no significant errors observed in the device's downloaded event log. During final testing the device failed a test step for low o2 flow. The evaluation has not yet been completed. At this time, we are unable to confirm the alleged malfunction. If any additional information is received once the investigation is complete, a follow-up report will be filed.

Manufacturer narrative:
The manufacturer previously reported a trilogy 100 was returned to the manufacturer for recertification. There was no harm or injury reported. There was no evidence the device was in patient use. During final testing the device failed a test step for low o2 flow. The evaluation had not yet been completed. The device evaluation was completed at the manufacturer's service center. The low o2 flow test step failure was found to have been caused by the gray removeable foam being installed incorrectly. The foam was adjusted. The device was retested and passed all final testing.